Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported phenomenon of image is intermittent was confirmed. The patient board was replaced. The cause of the faulty patient board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus a video connection problem. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was evaluated by a field service engineer (fse). The fse confirmed the problem and found an intermittent image produced due to a printed circuit board failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.